Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/16/2015. The product was returned for analysis, and visual examination confirmed this was a taper ii. Evaluation summary: device evaluation was performed, and the tubing was observed to be broken/cut. Microscopic analysis of the band found a striated surgical end cut on the tubing. A leak test was performed and found no leakage of the device. A fill test was performed and found no blockage of the device. Device labeling addresses the possibility of a leak as well as surgical damage as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing.

Event description:
Reported as: the physician retrieved 3cc from the patient's lap-band system, supposed to have 6.8cc. It was confirmed as a "device leak." The lap-band system was explanted.